Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave amplitudes following system implant. The electrode was repositioned multiple times, however the r-wave amplitude remained low. The system then encountered difficulty inducing ventricular fibrillation (vf). A second attempt was made to perform defibrillation threshold (dft) testing, however external defibrillation was required. Currently this system remains in service and will continue to be monitored. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave amplitudes following system implant. The electrode was repositioned multiple times, however the r-wave amplitude remained low. The system then encountered difficulty inducing ventricular fibrillation (vf). A second attempt was made to perform defibrillation threshold (dft) testing, however external defibrillation was required. Currently this system remains in service and will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concludes that the clinical observations are known inherent risk of the device. A review of the DHR was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The complaint device remains implanted; therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. In the absence of physical analysis, the root cause of the reported difficulty to insert, induce and convert the arrhythmia, and low amplitudes are attributed to a known inherent risk of the device.